Manufacturer narrative:
H9 continued: z-1350-2022 this is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting: on (B)(6) 2014 with coolcore (no sn provided) to the upper abdomen. On (B)(6) 2014 with coolcore (no sn provided) to the lower abdomen and with coolcurve+ (x) to the left and right flanks. On (B)(6) 2014 with coolcurve+ (no sn provided) to the left and right flanks. On (B)(6) 2014 with coolcore (no sn provided) to the upper abdomen. On (B)(6) 2014 with coolcore (no sn provided) to the lower abdomen. On (B)(6) 2015 with coolfit (no sn provided) to the left and right flanks and with coolcore ((B)(6)) to the lower abdomen. The patient developed paradoxical hyperplasia (pah/ph) of the abdomen (upper/lower) and flanks (right and left). Age, onset date, and diagnosis date not specified. Upm not provided.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting: ¿ on (B)(6) 2014 with coolcore (no sn provided) to the upper abdomen. ¿ on (B)(6) 2014 with coolcore (no sn provided) to the lower abdomen and with coolcurve+ (x) to the left and right flanks.. ¿ on (B)(6) 2014 with coolcurve+ (no sn provided) to the left and right flanks. ¿ on (B)(6) 2014 with coolcore (no sn provided) to the upper abdomen. ¿ on (B)(6) 2014 with coolcore (no sn provided) to the lower abdomen. ¿ on (B)(6) 2015 with coolfit (no sn provided) to the left and right flanks and with coolcore ((B)(6)) to the lower abdomen. The patient developed paradoxical hyperplasia (pah/ph) of the abdomen (upper/lower) and flanks (right and left). Age, onset date, and diagnosis date not specified. Upm not provided.

Manufacturer narrative:
Corrected data d1 - brand name.